Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).